Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient claimed the stimulation or therapy did not work. The caller indicated that the patient also claimed that the ins never worked and the patient forgot that the device was implanted.